Manufacturer narrative:
B3, g4, d4: UDI unknown. One device was received for evaluation. Visual inspection found the tamper seal to be broken, a scratched lens, and a worn dso seal. There was no evidence in the device's event history log. To conduct functional testing an accuracy test was performed. Upon review, the reported problem was duplicated. It was determined that the expulsor was the root cause. The expulsor was trimmed. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited an over delivery. The problem was discovered during preventive maintenance, there was no patient involvement.

Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn 3012307300-2024-00297. Please reference file mrn 3012307300-2024-00277 for all details pertinent to this event.